Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2017 a field service engineer (fse) found that the sampling nozzle assembly slightly dirty. The fse cleaned the sampling nozzle assembly and replaced the sample syringe assembly. The fse ran quality controls, which were within acceptable range. The aia-900 was performing within specifications after completing the repair. A complaint history review and service history review for similar complaints was performed for serial number 09-oct-2016 through 09-nov-2017. There were no other similar complaints reported during the searched period. The aia-900 operator's manual under section 1: basic precautions, indicates that in order to check whether or not the instrument and the reagents exhibit the specified performance, measure the control at constant intervals, and confirm that the results are within the control range. The most probable cause of the reported event was due to a dirty sampling nozzle assembly and defective sampling syringe assembly.

Event description:
On (B)(6) 2017 a customer reported out of range low quality controls on estradiol (e2), progesterone (prog), and prolactin (prl) with the aia-900 instrument. The customer is unable to run patient samples on e2, prog, and prl. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Correct data: the fse dispatch date is 09-nov-2017 and 10-nov-2017.